Event description:
Customer reported receiving erratic readings on their adc device. Customer reported receiving readings of 44 mg/dl, 171 mg/dl, 159 mg/dl and 310 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. DHR (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. DHR (device history review) for the fs libre reader was reviewed and the DHR showed the fs libre reader passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Reader (B)(6)has been returned and investigated. Visual inspection has been performed on the returned reader and damaged usb port was observed. The damaged usb port would prevent the customer from charging the reader which would lead to the reader not turning on. The reader was de-cased and placed into the reader test fixture to download log. Issue is not confirmed to use. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving erratic readings on their adc device. Customer reported receiving readings of 44 mg/dl, 171 mg/dl, 159 mg/dl and 310 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Reader (B)(6)has been returned and investigated. Visual inspection has been performed on the returned reader and damaged usb port was observed. The damaged usb port would prevent the customer from charging the reader which would lead to the reader not turning on. The reader was de-cased and placed into the reader test fixture to download log. An extended investigation has been performed on the de-cased returned reader and damage was observed on the reader charging port. The returned battery voltage was measured to be outside specification range. Returned battery was replaced with known good battery and returned reader powered on with button press. Returned reader was plugged into a known good charging cable and reader got charged. Original battery was connected to the reader and reader got charged with a known good charging cable. Control solution testing was performed and all results were within the specifications. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.this also serves as a correction report. Section h10 (addtl mfg narrative) was incorrectly documented in follow up report #1. Correction was made in this report.

Event description:
Customer reported receiving erratic readings on their adc device. Customer reported receiving readings of 44 mg/dl, 171 mg/dl, 159 mg/dl and 310 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.